Event description:
Son was hurt very badly while asleep. We tried a bed-wetting alarm which the doctor had prescribed. The alarm has developed a serious problem. My son wore it to sleep and was crying out loudly within 45 minutes. The bed-wetting alarm was so hot that it burnt him in the chest area. Even when I removed it from the body, I realized that it was burning hot and I burnt my fingers removing it. The bed-wetting alarm back housing has bent from heat. I rushed him to the hospital where they treated him for minor burns and discharged him. He will be visiting for a follow up today evening.